Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd saf-t-intima w/y adapter bl 22ga x .75in tubing was defective / damaged. It was reported by the customer that the tubing on the catheter had a hole in it. Was unable to infuse medication without it leaking. This resulted in a second IV start for the patient. Verbatim: rcc received a complaint via email. Email(s) attached. The tubing on the catheter had a hole in it. Was unable to infuse medication without it leaking. This resulted in a second IV start for the patient product#: 383323. Lot#: 4145182.

Manufacturer narrative:
DHR review: the complaint lot#: 4145182, sku is 383323, assembly in suzhou plant1 on 2024.jun.12, lot quantity is (B)(4) ea. Review the in-process test record and outgoing test report, all test results meet the product specifications, no abnormal found. Review the product assembly record, no non-conformities, deviations or rework activities for this lot. Return sample analysis: no picture provided to show the defect feature. Retain sample analysis: sampling 2 ea from the retain sample of the same lot to check product appearance, no defect detected. Possible cause analysis: based on the reported information, hole is detected on catheter, the possible reason is as below: 1. The raw material has defect. 2. Component damage happened during assembly. Current manufacture process has taken control procedures as below to protect this kind of possible risk: 1. 100% common inspection is performed during each process station start from tubing bonding process. 2. Common inspection is performed during packaging process. 3. Qc sampling check will inspect the component appearance and do leakage test as conclusion: there is no picture provided to show the defect feature. The retained sample appearance inspection and leakage test is performed, not defect feedback, with this we cannot decide the root cause, only analyze possible reason.

Event description:
No additional information provided.